Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a fail battery alarm and power error alarms. Customer's blood glucose was 129 mg/dl. Customer was able to clear alarm but declined fail battery test alarm and further troubleshooting. Insulin pump will be returned for failure analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, displacement test and self test. No battery alert noted during testing. However, software error alarm found in the pump history due to software error (line number = (B)(4) ; file number = (B)(4)). The formatted history file also confirmed pump error 54 (line number: (B)(4), file number: (B)(4)) and pump error 3 alarms due to a software error.